Event description:
The manufacturer received information alleging a trilogy ev300 will not power on. A display board is needed. There was no allegation of harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 will not power on. A display board is needed. There was no allegation of harm or injury reported. The device was not reported to be in patient use. The trilogy ev300 device was evaluated by the manufacturer's service center. The device's display board and system board were replaced to address the power on issue. After the repairs were performed the device failed system setup testing and the device's 3 way solenoid and proportional valve (aecm) were replaced to address the issue. Additionally, the low flow o2 connector was replaced, and the internal battery has failed or reached end-of-life and requires replacement. The technician performed full pvt per manufacturer specifications. The device is cleared and ready for clinical use.